Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown serial# implanted: explanted: product type trial lead. (B)(4). Product type trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient flooded sometimes and their urge and voids were worse in the morning. The patient was nervous, felt tense, and panicked, and was worried that the wires were coming loose due to something they were doing. The patient was sore and suspected it was from having the procedure done. Additional information was received one day later. The patient felt like they had a bladder infection, felt burning when voiding, and retained urine. They had a lot of blood on their bandage and was concerned their wires might migrate. The patient felt stimulation at times, it was explained to be positional and that they may not always feel it. Additional information was received on (B)(6) 2017. The patient felt things were still the same as before the evaluation; they noticed improvement in frequency, but leaking and urgency were still the same. The patient went to their doctor¿s office on the day of the report to have their bandage changed due to dry blood. Additional information was received one day later. The patient felt sore on the area above the buttocks. No further complications were reported/anticipated.